Event description:
It was reported that the device was slow and not working properly. It was detected during procedure. No backup device available. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and rust was noted between the footswitch and the footswitch housing. A functional evaluation revealed that the unit was very slow to depressurize when the footswitch was pressed. The footswitch was disassembled and a large amount of rust, corrosion and residue was observed within and outside the switch assembly. Excessive fluid ingression into the footswitch assembly caused corrosion and rust which greatly decreased the functionality of the switch. The complaint of ¿very slow, not working properly ¿ was confirmed and the root cause has been determined to be corrosion and contamination of the footswitch. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.